Event description:
It was reported that these products were returned from the mortuary with no associated product allegations.

Manufacturer narrative:
(B)(4). The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu _unknown_cath, serial # unknown, product type catheter. (B)(6). Analysis of the pump revealed no anomalies. A partial catheter, the proximal portion, was returned. Analysis of the catheter revealed the patency was acceptable. However, the sutureless connector had a tear in the seal near the guide ring.